Event description:
A physician contacted the diagnostic lab manager with a concern about protime and inr(international normalized ratio) results. He had noticed that over a period of one month the increase in the inr of his "normally stable" patients. Two of his patient's samples that had already been drawn were sent to the hospital's main lab for repeat verification of the inr on a different instrument. Results showed a discrepancy between the results. Documentation on implementing of the reagent lot were all correct. They contacted the technical support at the manufacturer and were told that "they had heard about problems with the lot in question." From that time on all protime specimens were to be sent to the main hospital lab. Contact with the manufacturer was made and arrangements were made to ship a different reagent overnight- innovin with a isi of 1.0. New comparison studies of the reagent were expected to take about a week.